Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was noted on the right ventricular (rv) channel of the patient's device due to electromagnetic interference (emi). Pause in pacing therapy was noted due to emi. Programming changes were made. The patient was stable.